Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed a group of creases in both views of it. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Reason for device explant and/or reoperation: capsular contracture concomitant medical products: mentor memorygel breast implant 300cc, catalog # 3503004bc, serial # (B)(4), lot # 6586053. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a primary breast augmentation with a mentor memorygel breast implant 300cc and experienced baker grade IV capsular contracture on the right side post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019.